Event description:
It was reported that while performing an ablation of a ventricular extrasystole from the left ventricular outflow tract (lvot) (the aorta -illegible), there was formation of a cardiac tamponade. There was a pericardial puncture and drainage was performed. Additional information was requested, but no response has been received.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Since no lot number was provided, no device history record review could be performed. (B)(4).